Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-12923. It was reported the patient's lead's were explanted on (B)(6) 2018 due to a possible lead migration.